Manufacturer narrative:
Continuation of d10: 5086mri52 lead. Implant date (B)(6) 2012. 4296-88 lead. Implant date (B)(6) 2014. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that the right atrial (ra) lead short isolated bursts of noise with some correlating right ventricular (rv) lead noise. The patient was seen in clinic and the noise was unable to be reproduced. It was suspected that there was an insulation issue or a contact issue between the two leads. The ra and rv leads remain in use. No patient complications have been reported as a result of this event.

Event description:
It was reported that the right atrial (ra) lead short isolated bursts of noise with some correlating right ventricular (rv) lead noise. The patient was seen in clinic and the noise was unable to be reproduced. It was suspected that there was an insulation issue or a contact issue between the two leads. The ra and rv leads remain in use. No patient complications have been reported as a result of this event. It was further reported that the ra and rv leads were reprogrammed. It was noted that the noise was able to be reproduced with in office provocative maneuvers.

Manufacturer narrative:
Product event summary: the lead was not returned for analysis, however, performance data collected from the device was received and analyzed. Analysis of the device memory indicated noise. Analysis of the device memory indicated oversensing associated with the right ventricular lead. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.